Event description:
It was reported that the patient had no pain relief and was experiencing worsening pain from the spinal cord stimulation (scs). The patient underwent an explant procedure, and the explanted devices were discarded per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(6) model: sc-2218-50 serial: (B)(6) batch: (B)(6)